Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a cartridge alarm (alarm 09) and an occlusion alarm occurred. Customer¿s blood glucose level ranged between 90-140 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.